Event description:
It was reported that the right ventricular automatic threshold (rvat) feature from the implantable cardioverter defibrillator (ICD) was disabled due to low amplitude. Further review of the patient and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing the device was optimized, however, it was noted that, the device detected a ventricular tachycardia episode that was not treated. Further reprograming of the device was performed. During the follow up signs of infection were observed near the device pocket area, due to this, it was decided to hospitalize the patient and will continue to be monitored.